Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing on the ventricular lead was observed. The patient received inappropriate atp. The oversensing was noted on a stored egm. Programming change was recommended.

Manufacturer narrative:
No medwatch form was received.